Event description:
It was reported that during a video laparoscopic colon procedure, the first clip was loaded into the instrument jaws and then this clip was automatically fired into the patient's abdomen. Also this clip was opened. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.